Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no adverse impact to the customer's blood glucose level. Ultimately, technical support decided to replace the pump, and to ensure continuous insulin delivery, the customer planned to use multiple daily injections (mdi) until the replacement arrived.